Event description:
Boston scientific received information that one day post implant, this device did not sense appropriately. In addition, high out of range right ventricular lead impedance measurements were displayed. An x-ray was performed revealing the set screw had not secured the lead barrel in place. One month later, a procedure was performed. A decision was made to remove this device and the rv lead, however upon removal, no visual lead damage was noted. Both were replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device met specification.